Event description:
During follow-up, noise resulting in oversensing and pacemaker mediated tachycardia was observed. No intervention has been performed at this time. The patient was in stable condition.